Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify the reported issue. Physio observed that the device would power on, provide audio voice prompts, as well as charge and shock when prompted. Physio also found that the only icon illuminated on the display was the charge-pak icon; however, this was likely due to the fact that the charge-pak was missing from the device. Once a charge-pak was installed in the device, the charge-pak icon went away and the only icon present on the display was ok. After additional testing, physio observed that the digital pcb assembly was causing a higher than normal off current, measuring at 19.4 ua. The digital pcb assembly was then removed for further examination where it was observed that a resistor array, designator r35, had process residue that shorted to 50 m ohms between sections 4-5 to 3-6. This resulted in approximately 13 ua of excessive off current which could deplete a charge-pak as well as the device¿s internal hybrid layer capacitor (hlc) batteries prematurely. The electrical short then applied 0.4 volts to the gate of an field effect transistor (fet), designator q5, which has the potential to allow the on/off flip-flop integrated circuit (ic) chip, designator u14, to clear and shut off the device shortly after a power on had been initiated. The cause of the original reported issue could not be conclusively determined. The cause of the observed excessive off current leakage was process residue on a resistor array, designator r35, on the digital pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.